Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) suffered from an infection, so this device was explanted. No additional adverse patient effects were reported.